Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock while having intercourse. Technical services (ts) reviewed and observed baseline noise, which was being oversensed, and diminished r wave amplitude that had been present since implant. The field representative ran auto setup in which all vectors failed except secondary, in which noise was reproducible. However; not being oversensed. It was noted that device vector had been programmed to secondary once since implant. The patient had 2 previous untreated episodes with similar morphologies. Ts discussed options including dynamic arm movements and a chest x ray. Ultimately, the patient was hospitalized. The emergency room physician suggested the patient follow up with the implanting physician, as the patient had not been checked since implant. Currently, the s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.